Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2024 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 27-dec-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid via an implanted pump. The indication for pump use was spinal pain. The patient reported that they were currently in the hospital because they had back surgery the other day. Per the patient, the surgery was not related to their infusion system devices or therapy; however, currently the pump was shut off ¿because either the catheter was cut during the surgery and was leaking or there was spinal fluid leaking¿; the patient was not sure which. The patient stated that they were calling because they wanted it fixed.

Event description:
Additional information was received from a healthcare provider who reported that they were made aware of the issue at the patient¿s visit on (B)(6) 2026. Per the reporter, it seemed that the patient¿s catheter was cut by the surgeon during the unrelated back surgery. The plan was to replace the catheter as soon as possible, and that as of (B)(6) the surgical incision was still healing, so they were waiting a couple of weeks to reduce the risk of infection, and the patient was receiving oral medications in the interim. The device was currently turned off and would be turned back on once the catheter was replaced and patent. Per the reporter, the patient had no symptoms related to the event documented in their notes.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.